Event description:
There was resistance between a headway (terumo, type unknown) microcatheter and a deltaplush (B)(4), and the coil detached inside the hub of the microcatheter during removal of the device. The procedure was coil embolization of an unspecified target lesion site. After 2 unknown coils were successfully placed into the aneurysm, the complaint deltaplush was chosen as the 3rd coil. Although the physician experienced a resistance even before the coil enter into the hub of the microcatheter, he continued the insertion. The resistance became stronger when the coil was advancing in the proximal end of the microcatheter. The physician decided to recover the coil, but the coil detached inside the hub of the mc when extracting the dpu. The actual coil was carefully removed from the microcatheter by hand, and after the microcatheter was repositioned into the aneurysm, another coil was inserted to continue the procedure, which was completed without further issues. There was so significant delay in the procedure and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event, other than the premature detachment. No further information is available.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been return. Information regarding age, gender and weight were not available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis on 12/4/2014. Complaint conclusion: there was resistance between a headway (terumo, type unknown) microcatheter and a deltaplush (cpl100153-30/c13276) coil, and the coil detached inside the hub of the microcatheter during removal of the device. The procedure was coil embolization of an unspecified target lesion site. After 2 unknown coils were successfully placed into the aneurysm, the complaint deltaplush was chosen as the 3rd coil. Although the physician experienced a resistance even before the coil entered into the hub of the microcatheter, he continued the insertion. The resistance became stronger when the coil was advancing in the proximal end of the microcatheter. The physician decided to recover the coil, but the coil detached inside the hub of the mc when extracting the dpu. The actual coil was carefully removed from the microcatheter by hand, and after the microcatheter was repositioned into the aneurysm, another coil was inserted to continue the procedure, which was completed without further issues. There was so significant delay in the procedure and no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event, other than the premature detachment. No further information is available. The coil was returned detached and returned in a separate container. Except for the distal section, the coil was returned severely stretched. The distal section of the coil was severely damaged. The coil¿s socket ring was fractured and severed out of the solder section. The fracture is ductile in nature requiring external force. No material defects were found. As no damage was reported to the coil in the complaint event, it cannot be determined exactly how and when the coil was damaged. The proximal section of the sheath¿s pull tab was returned split lengthwise. The sheath was severed at the locking mechanism. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured. No manufacturing defects were found. Functional testing of the coil could not be performed based on the condition of the returned device. Using the returned headway 17 microcatheter, a new cpl100153-30 coil was introduced multiple times with no resistance encountered. The coil was advanced though and out the distal tip of the microcatheter multiple times with no problems encountered. The headway microcatheter was inspected and was found to be damage free and did not contribute to the complaint event. The most likely contributing factor to the coils resistance inside the microcatheter and its unintended detachment may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the unintended coil detachment inside the microcatheter and a portion of the coil damage found. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event was confirmed based on the condition of the returned device. The resistance could not be confirmed based on the nature of the event and the inability to perform functional testing on the coil. Based on the information provided, procedural handling factors addressing in the IFU may have contributed to the reported event. The IFU cautions that if unusual friction is still noticed during advancement or retraction of the microcoil system after verifying the locking mechanism is unlocked, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.